Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to the front response button cable being pulled from the ca board, causing fault. The cause of the non-functional response buttons is the damaged cable. The root cause of the pulled cable was physical abuse. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.